Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a communication error. The service engineer checked the ventilator and found that the control printed circuit board was defective and needed to be replaced. No further information or part has been received despite several reminders. The reported technical error code is a startup code. Ventilation cannot be started if it appears. If a defect related to this error code appears during ventilation, ventilation will stop and alarms are generated. As no part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref #: (B)(4).